Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 411 mg/dl and the current blood glucose level was 378 mg/dl. The insulin pump was not working and was receiving insulin flow blocked alarms. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.